Event description:
The pt underwent laminectomy and exploration for micro surgical untethering of spinal cord and required revision of wound about a month later. Another month later, the pt was readmitted to hospital and underwent a third surgical procedure for exploration and debridement of wound and irrigation. Bioglue was used at the time of 2nd surgical procedure. The pt was treated with meropemen, vancomycin and ampicillin. The pt's wound and tissue culture were positive for staph aureaus. The pt returned to the or about a month after the final surgery for re-exploration of lumbar excision with resection of the alloderm graft and reclosure of cerebral spinal fluid spaces. Patient's allograft tissue culture was positive for staph aureus.